Manufacturer narrative:
The pump was serviced at customer location. Evaluation was completed on 26 october 2005. The customer reported condition of depleted battery was confirmed. Batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility reported an infusion pump with a depleted battery. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming.